Event description:
It was reported that during a stapled prolapsectomy procedure, the device did not work correctly. Customer squeezed the firing handle and after firing, he released the firing handle and then re-engaged the safety. However, the device did not cut the tissue and did not fire the clips. This problem caused a prolonged hospitalization of the patient.

Event description:
(B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.requested and received information on 4/7/2010.(B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Upon review of additional information received, it was concluded that this event does not meet the FDA defined criteria for a reportable event.